Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range for two (2) patients generated on the access 2 immunoassay analyzer. The samples were repeated on the same instrument and yielded results within the normal reference range. The erroneously elevated results were reported out of the laboratory. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The patient samples were collected in lithium heparin plasma tubes and centrifuged at 3800 rpms for 10 minutes. No sample integrity issues were noted by the customer. All system parameters, including quality controls (qc), calibrations, and system checks, were performing within assay/instrument specifications. Upon further review, it was noted that sporadic elevated rlu values on the system check and also elevated mean s0 rlu values on the active calibration curves were observed. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the lead screw assembly on the wash arm was restricting smooth movement of the arm and replaced the assembly. The fse verified the wash arm alignments following the replacement of the assembly. The fse also proactively replaced the substrate probe and mixer belt. The fse also removed and cleaned the analytical module. The fse also re-calibrated the incubator belt and adjusted the mixer speed to 2500 rpms. The fse also replaced the vacuum pump as it was found to be noisy. All system verification testing (system check, assay calibration, assay qc, and vacuum test) was within assay/instrument specifications following repairs to the analyzer. The failure mode is related to a hardware malfunction in the lead screw assembly which was replaced by service.